Event description:
It was reported that patient was unable to charge the ipg and ipg will not communicate with remote control. The patient underwent ipg replacement and was doing well postoperatively. The explanted ipg was not returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.